Event description:
Additional information received reported the patient didn't know how to work the patient programmer, although she was able to adjust stimulation during previous reports. The patient was not able to make an adjustment with or without an antenna attached. The patient continued to have a loss of therapeutic effect. When the patient felt urgency, very little urine came out the first time she attempted to urinate, and "a lot the second time." It was also reported the patient was shocked on the drive home after an appointment with her health care provider (hcp) the day prior. The patient reduced stimulation and still had shocking. The patient switched programs and was going to monitor symptoms for a couple days. Two days later it was reported the patient thought the patient programmer was working "fine," but a nurse was having issues with it. The patient was not able to adjust stimulation with a new patient programmer until after the communication was established with the stimulator. When stimulation was increased the patient thought the sensation was uncomfortable and too aggressive, however when the patient decreased stimulation she needed to urinate every 1-1.5 hours. The patient only had 1 program available due to the new patient programmer and needed to make an appointment with a physician to regain additional programs.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapy and pain. It was reported that the patient was on program 2 at 1.9 v, but she noticed a return of symptoms. It was stated that the patient could feel stimulation sometimes, but sometimes when the patient changed positions she no longer felt stimulation. It was reported that stimulation was sometimes "very uncomfortable" and "borderline painful". It was stated that the patient felt like "there was a fist in there knocking". It was noted that the patient was up more often the previous night with a "very strong urgent" feeling to urinate. The patient then changed to program 3 at 2.0 v. It was stated that was a comfortable setting. No further information was provided.

Event description:
It was reported that the patient had experienced sharp pain. The patient turned the amplitude down to 1.8 v and then it was reported that it "stopped stimulating" and she experienced a return of symptoms. It was discovered that therapy was off. The patient turned the device back on and was feeling stimulation. The patient stated that she had not turned it off and was unaware of how it turned off. Four days later it was reported the patient was not receiving therapeutic effect since implantation. The patient was up the previous night due to symptoms. She could feel the pulsating but wasn't sure why she was still experiencing the frequency issues. The patient wasn't sure if she changed something. The patient reported no stimulation sensation on program 2 at 1.7 v, so she increased it to 2.0 v and reported feeling stimulation in the correct area comfortably. It was reported the patient was going to have an appointment on (B)(6) 2012. Approximately 2 weeks it was reported that in the evening, the device would quit "fluttering" and the patient would have to get up every couple of hours with increased symptoms. This was reported to have been happening since implantation. At the appointment a week prior the patient's device was reprogrammed and had not been changed since. The patient was told to wait 2 weeks before scheduling another appointment. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v926977, implanted: (B)(6) 2012. Product type: lead. (B)(4).